Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal, when attached to the associated defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.